Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer informed that they started an infusion set and it popped off after they placed it. The customer declined troubleshooting for high blood glucose and stated they had it well under control. The insulin pump will not be returned for analysis.